Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K11959 when additional information is received a follow up report will be submitted.

Event description:
It was reported leakage occurred. The reporter indicated that product leakage occurred, one ampoule before use and 4 others not able to identify. No other information has been provided.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 5 ampoules without pouch. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. We have received 5 ampoules with signs of leakage through the sealing bar area (yellow bar at the bottom of the ampoule). Furthermore, three of them without tip. However, without more information we cannot carry out an analysis in order to take a decision. Remarks: as indicated in the instructions for use of the product, histoacryl should be stored in its original sealed aluminum pouch in temperatures at or below 22 ºc away from moisture and direct light sources. Histoacryl should not be employed after the expiry date indicated on the label. Final conclusion: in spite of receiving open ampoules, without batch number or closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample or more information is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions.